Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for vanc2 vancomycin (vanc2) on a cobas 6000 c (501) module. It is not known if erroneous results were reported outside of the laboratory. The initial vanc2 result was 1.7 ug/ml with a data flag. The same tube was repeated and the result was 11.7 ug/ml. No adverse event occurred. The vanc2 reagent lot number was 162147 with an expiration date of03/31/2017. Calibration and quality controls (qc) were acceptable. Based on a review of the reaction monitor, it is likely that the result of 1.7 ug/ml was due to zero pipetting. The customer¿s centrifugation time of 6 minutes should be extended to 10 minutes as recommended by the tube manufacturer. A specific root cause was not identified. Since calibration and qc were acceptable, general instrument and reagent issues can be excluded. Since the customer uses gel tubes and lithium-heparin tubes, pre-analytical handling issues should be considered as potential root causes.